Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n246529002, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving 2.5 mg/ml of morphine at 10 mg/ml via an implantable pump for non-malignant pain. On (B)(6) 2017, it was reported that the patient had pain to the pocket site, mild necrosis and a possible infection. It was noted that the patient had lost a significant amount of weight since the previous pump replacement. The patient claimed that they had lost (B)(6) in 6 months. The pump was confirmed to be functioning appropriately. The patient's pump and catheter were replaced on (B)(6) 2017. The implantation site was revised and moved from the left side of the abdomen to the right side. The old pump and catheter was discarded. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury". No further complications were reported.